Event description:
Upon further review it was found that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Updated, a1a2,a4,a5,a6 and b5. D9 - date returned to mfg: 2/7/2025. One device was returned for analysis. Visual inspection found a worn upstream occlusion seal. Review of the event history log (ehl) showed a system fault 46,228 occurred 0 0 0 4. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a printed wiring assembly board (pwa). As a result, printed wiring assembly board (pwa) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46228. There was unknown patient involvement.